Manufacturer narrative:
Manufacturing site evaluation: we received a complaint about an intraoperatively broken ds-clip. The broken clip is available for investigation decontaminated. Investigation: the provided clip is fractured at the proximal end. Vigilance investigator carried out the pictorial documentation microscopically. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rationale: we suspect that the failure is most probably usage related. Due to the fact that this is the third known case with this combination of ultrasonic device and titan clip a product safety case will be initiated. Furthermore, there is no contraindication for this combination of devices considered in the IFU. Corrective action: according to sop sa-de13-m-4-2-08-000-0 a product safety case (psc) will be initiated. Also new information has been added to b5 and d11: involved component.

Event description:
New information received on 01/23/2020: involved component added: pl807r.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ligating clips. The following information was reported: this product was used laparoscopically during a hepatectomy case. After clipping, the glisson was cut using the ultrasonically activated coagulating shears (harmonic). But after that doctor found the clip was broken; the clip was picked up, and the surgery was finished safely. There was no patient harm. Additional patient information is not available. The malfunction is filed under (B)(4).